Event description:
A malfunction alarm occurred and was reported by the customer, but there were no notable events leading up to it. The customer's blood glucose level remained within normal range and did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the customer in doing so, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which they acknowledged and understood.